Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the packaging units of 2 syringes 5ml ll 21ga 1-1/4in mx bun had broken open and their seals were "crooked". The following information was provided by the initial reporter, translated from (B)(6) to english: "bd 5ml 21x 32 syringe, the packaging was glued and crooked at the time of taking off, the packaging broke and the syringes were uncovered"

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the packaging units of 2 syringes 5ml ll 21ga 1-1/4in mx bun had broken open and their seals were "crooked". The following information was provided by the initial reporter, translated from spanish to english: "bd 5ml 21x 32 syringe, the packaging was glued and crooked at the time of taking off, the packaging broke and the syringes were uncovered."